Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient got a hit with the cabinet door when he was playing. Thereupon, he stated immediately, that now the s and sibilants sound too low and strange. Testing revealed that, additional to the channel 12 which has been hi since (B)(6) 2008, the channels 8, 9, 10 and 11 are hi. There are no noticeable medical problems.